Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube"), device deployment issue ("the first insert deployed prematurely") and complication of device insertion ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube") in a (B)(6) female patient who had essure (batch no. He012x7) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-oct-2017: quality-safety evaluation of ptc: update of ptc global number, addition of batch/lot number dates. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device breakage ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube") in a 37-year-old female patient who had essure (batch no. He012x7) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the first insert deployed prematurely" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube"), device deployment issue ("the first insert deployed prematurely") and complication of device insertion ("the second insert micro-insert broke off before placement due to force having to be used to cannulate the tube") in a (B)(6) year-old female patient who had essure (batch no. He012x7) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2017: quality safety evaluation of ptc. FDA error codes and ptc global number reference are updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.